Event description:
It was reported that the procedure was to treat a left common carotid and left internal carotid arteries that had arteriosclerosis. An 8t x 40 mm xact stent was implanted in the left internal carotid and a 9s x 30 mm xact stent was implanted in the left common carotid artery. There were no difficulties during use of the devices. The stents were patent under angiography. At the end of the procedure during the final angiography, the patient was asked to hold her breath and when she was told to exhale she did not immediately start breathing again; however, was able to start breathing on her own but was confused. She was intubated and taken to have a cat scan where both stents were found to be thrombosed. The patient was taken to the operating room where an endarterectomy was performed in an attempt to open the stents; however, the patient experienced global cerebral ischemia. As of (B)(6) 2013, the patient is still intubated and confused. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of neurological deficit dysfunction and thrombosis are known observed and potential adverse events as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. The 9s x 30 mm xact device referenced is being filed under a separate medwatch report.